Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that a lead safety switch (lss) was triggered for the right atrial (ra) lead due to high out of range pacing impedance measurements two months earlier. Discussion with the patient noted that they had a procedure on the date of the out of range measurement. Review of the data stored in the pacemaker by boston scientific technical services (ts) found that oversensing of the minute ventilation signal was noted prior to the lss. Ts also observed that even in unipolar configuration the ra impedance was variable and went out of range at greater than 3000 ohms five days post lss and then came back into range. Further review found one month prior to the lss the ra lead amplitude decreased and the auto threshold measurements were out of range. Another manufacturer's right ventricular (rv) lead thresholds also increased suddenly from 1 volt to 2.9 volts around the same time the ra lead amplitude and threshold measurements changed. Ts stated that since the lead has only been implanted for approximately one year, further investigation regarding cause should be performed. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that a lead safety switch (lss) was triggered for the right atrial (ra) lead due to high out of range pacing impedance measurements two months earlier. Discussion with the patient noted that they had a procedure on the date of the out of range measurement. Review of the data stored in the pacemaker by boston scientific technical services (ts) found that oversensing of the minute ventilation signal was noted prior to the lss. Ts also observed that even in unipolar configuration the ra impedance was variable and went out of range at greater than 3000 ohms five days post lss and then came back into range. Further review found one month prior to the lss the ra lead amplitude decreased and the auto threshold measurements were out of range. Another manufacturer's right ventricular (rv) lead thresholds also increased suddenly from 1 volt to 2.9 volts around the same time the ra lead amplitude and threshold measurements changed. Ts stated that since the lead has only been implanted for approximately one year, further investigation regarding cause should be performed. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the right atrial (ra) lead and pacemaker were returned for analysis almost two months later, thus indicating a revision procedure had been performed. No additional adverse patient effects were reported.